Manufacturer narrative:
(B)(4): the third party service agent evaluated the device and verified that it would not operate on ac or dc power. The service agent will replace the power module assembly to repair the device and return it to the customer for use. The device was not returned to physio-control for analysis/repair. Hence, further cause of the reported issue could not be determined.

Event description:
The customer reported to the third party service agent that it would not power on. There was no patient use associated with the event.